Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair record for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On july 29, 2019 it was reported from (B)(6) that the unit had smells like something was burning. On june 29, 2019 a zimmer biomet authorized service technician was contacted and dispatched to be at the site. Upon investigation, the technician troubleshot and found that the vacuum pump won't come on, and the unit gives vacuum sensor errors. Fuses were checked and were good. He replaced the vacuum pump (part# 70098, lot code 0040609). The device was tested, inspected, and repaired. Service work order (B)(4) on july 29, 2019. While the service technician was able to return the device to service after replacing the vacuum pump to address the vacuum sensor error he discovered during his investigation, this vacuum pump resolution is unrelated to the reported event of there being a burning-like smell. A specific root cause of the reported event can therefore neither be determined nor confirmed as we cannot say for sure if there is a connection between the discovered vacuum sensor error and the reported burning smell. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a duo fluid cart had smells like something was burning. No adverse events were reported as a result of this malfunction.